Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) caused a red alert to be declared due to high shock lead impedance. (The right ventricular defibrillation lead model and serial number is unknown) no adverse patient effects were reported. Additional information was received that this device and right ventricular (rv) lead revealed high shocking impedances greater than 200 ohms. In addition, the device attempted to deliver a shock and it was unknown if the shock was delivered. The device was interrogated and reprogrammed for optimization. A boston scientific technical services (ts) agent was contacted. The agent discussed reprogramming of the device and that the shock energy would still be delivered. If the patient had incorrect programming on the shock vectors the may have resulted in a daily shock impedance giving out-of-range values. No adverse patient effects were reported. The device and lead remain in service at this time.